Event description:
On january 9, 1992 a routine chest x-ray taken at john muir medical center indicated that a portion of the above noted device had separtated and migrated toward the tricuspid valve of fifty-five year old male patient. The catheter had severed aproximately two inches from the port. This severed portion of the catheter was removed from the patient during an out-patient angiographic procedure. On february 20, 1992, the rest of the port was removed. This port had been initially inserted on 3/25/91. There was no observed harm to the patient.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.